Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, and the pendant and x-ray hand-switch were replaced. The imaging system then passed the system checkout and was found to be fully functional. The pendant and x-ray hand-switch were received by the manufacturer and are under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a damaged hand-switch and pendant. Both were working intermittently. No patient was present.

Manufacturer narrative:
The handswitch for the imaging system was returned to the manufacturer for analysis. The handswitch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant for the imaging system was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.